Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a cobas 6000 c501 module. The customer was prompted to repeat the samples as the high results did not fit their laboratory validation. For sample 1, the initial na result was 400 mmol/l. The repeat result was 140 mmol/l. For sample 2, the initial na result was 230 mmol/l. The repeat result was 130 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found that the suction tube was ruptured and replaced it. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue.